Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that there was damage to the connector end of the body surface ECG-in cable connected to the carto 3 system. They noticed this at the time of the call, while connecting it to the patient, then saw that the plastic ring on the piu connector end was broken off. They were unaware of how and when the damage occurred. They stated the cable was still functional but requested a replacement part. Also reported (unrelated to cable issue), the patient suffered a pericardial effusion, noticed at the end of the procedure during catheter removal. The patient's blood pressure dropped suddenly. The intracardiac echo catheter (ice/soundstar) was reinserted and the effusion was visible around the ventricles. A pericardiocentesis was performed and 220 ml of blood was extracted. The patient stabilized and was sent to the post-anesthesia care unit (pacu) for observation. The physician did not indicate that they believed biosense webster (bwi) products contributed to the event, that the issue may have occurred during ablation, but it was unclear. There was no impedance or contact force rises during the ablation. The cable problem is not MDR reportable. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.